Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm and resumed insulin therapy prior to speaking with tandem technical support. Customers blood glucose was 346 mg/dl.